Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0885 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with central venous catheter of peripheral insertion in the upper right limb from (B)(6) 2020 inserted under ultrasound in the patient's room by an intensivist. From the (B)(6) 2020 was dysfunctional, another catheter is ordered and the old one is removed, when it is removed, resistance is felt and when it is removed, a large knot is observed at the tip of the catheter.